Event description:
It was reported by provider that the head will go up normal but will slowly go down by itself (bar600ivc bed). No additional information is available as the provider disconnected before the call could be transferred.